Manufacturer narrative:
The device was returned to zoll netherlands for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional testing without duplicating the report. An inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display showed stripes and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.